Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer¿s blood glucose was 42 mg/dl which was treated with glucose tablets and food. Contact alleged that pump was over-delivering insulin. Although requested, the customer declined troubleshooting with tandem technical support and also declined to upload the pump data logs for investigation to determine cause of the event. Reportedly, the customer continued to use the pump for insulin therapy.